Manufacturer narrative:
The biomedical engineer (bme) reported that they were replacing the battery on the ups that the central nurse's station (cns) was plugged into, and they inadvertently turned off the power to the cns. When they attempted to restart the cns, the station failed to boot up completely. The customer stated that they could see the initial bios screen, but then it did not finish the boot up sequence. Nihon kohden technical support (tech support) requested the customer remove one of the hdds and try to boot up. If that fails, re-install the hdd and remove the other hdd. They stated that each time they removed one of the hdds, there is a message displayed to run checkdisk. The nihon kohden repair center provided the suggestion to allow the check disk to run, and to see if the check disk program repairs the hdds. The customer stated that after the check disk was completed, the cns booted up, and the biomed ran the raid rebuild program. After the program was completed, they stated that the cns came up with no issues. The customer can use both cns units without problems. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that they were replacing the battery on the ups that the central nurse's station (cns) was plugged into, and they inadvertently turned off the power to the cns. When they attempted to restart the cns, the station failed to boot up completely. The customer stated that they could see the initial bios screen, but then it did not finish the boot up sequence. Nihon kohden technical support (tech support) requested the customer remove one of the hdds and try to boot up. If that fails, re-install the hdd and remove the other hdd. They stated that each time they removed one of the hdds, there is a message displayed to run checkdisk. The nihon kohden repair center provided the suggestion to allow the check disk to run, and to see if the check disk program repairs the hdds. The customer stated that after the check disk was completed, the cns booted up, and the biomed ran the raid rebuild program. After the program was completed, they stated that the cns came up with no issues. The customer can use both cns units without problems. No patient harm was reported.